Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had no delivery and rf pic failed selftest error. The customer¿s blood glucose level was 150mg/dl at the time of the incident. The customer reported that the pump is no longer working and 2 days ago got rf pic failed selftest error. The customer also had battery out limit. The customer received constant no del during troubleshooting and re-occurring rf pic failed selftest and no del alarms during priming and was unable to access pump during troubleshooting due to constant no del alarms. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no excessive no delivery alarm noted during tests however failed in self test due to an alarm and problem isolate to radio frequency board. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address label, stained serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.